Event description:
It was reported that during a procedure at the user facility the micro sagittal saw continued to run without user activation. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion. The device was repaired and will be returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the micro sagittal saw continued to run without user activation. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.